Manufacturer narrative:
(B)(4). A fuse 1g gastroscope was received for analysis. A functional analysis was performed and found that the center image flickers during angulation due to a failed charged couple device (ccd). The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image was flickering. The anatomy of the patient was not visible on the center image when it was flickering. Another fuse 1g gastroscope was used to complete the procedure. There were no patient complications reported as a result of this event.